Event description:
The entire device was removed from the pt due to evidence of extensive fibrosis, penile scarring, and peyronie's disease was found but infection of the implant was not observed. Final culture and sensitivity results yielded pseudomonas and stapylococcus epidermidis. Additional lot/ser # bg113 003.